Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac vein using pod8s and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a pod8 through the lantern, the hospital nurse experienced resistance, and the pod8 unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod8 was removed, and the pod8 was flushed out. Upon removal, the lantern was noticed to be kinked and therefore, it was not used for the remainder of the procedure. The procedure was completed using other penumbra coils and another lantern. There was no report of an adverse effect to the patient.